Manufacturer narrative:
B3 - date of event: used 01/01/2024 as the event date was not reported.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the right arm artery. A 300cm straight tip v-14 control wire guidewire was selected for use. During the procedure, the tip of the wire broke off in the artery. The device was removed, and all of the fragments were retrieved. The procedure was completed using an alternative device. No complications were reported.